Event description:
Per the surgeon, the pt was explanted 2008, due to incorrect placement of the electrode. Info on reimplantation was not provided.

Manufacturer narrative:
This report filed, february 11, 2009.